Manufacturer narrative:
The pump powered up properly and no partial or blank display was noted. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the delivery accuracy test. The pump was monitored for several days and no unexpected partial display, blank display, unexpected restart, or audio/alert beeping occurred. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl. Customer had low readings while driving. Troubleshooting was performed. The customer had unexpected restart, missing segments and blank display. The customer stated a temporary basal was not programmed before the unexpected restart alarm. The display returned after new battery insert. The insulin pump will be returned for analysis.